Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been less than 1 year since the subject device was manufactured. Based on the results of the investigation, the reported event was likely caused by the following: an excessive force (in the direction for opening) was applied to the grasping section. This caused the grasping section to detach from the shaft. Since a force in the twist direction was applied to the detached grasping section, the distal end of the inner pipe broke. As a result, the grasping section fell off. However, the root cause could not be determined. The event can be detected/prevented by following the instructions for use (IFU) which state: ¿when inserting the thunderbeat into or withdrawing it from the trocar tube, gently hold the control handle and make sure that the grasping section is closed. If the thunderbeat is inserted or withdrawn with the grasping section open, the probe tip/grasping section may become damaged, or it may become impossible to withdraw it from the trocar.¿. ¿should any crack, scratch, deformation, split, protrusion, or partial separating be observed on the probe tip, grasping section, tissue pad, shaft, the surface of the transducer, transducer cord, or transducer plug, do not use them and replace the damaged instrument or the transducer with a spare. Using a damaged device may cause burns due to abnormal output or high-frequency (rf bipolar) current leakage or breakage of the probe tip, the tissue pad, and the grasping section.¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device referenced in this report was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that upon initial use of thunderbeat in therapeutic laparoscopic myotomy; dissection of a myoma, the jaw broke off and fell into the patient. The procedure was completed by replacing with a new thunderbeat device. No error messages reported. The pieces were retrieved from the patient that delayed the procedure by 10 minutes. There was no harm to the patient and no pre-existing conditions noted. The device was inspected and no anomalies or warnings prior to breaking.